Event description:
It was reported the patients ipg displayed an elective replacement indicator (eri) message following an unrelated surgery. A manufacturer representative recovered the ipg, but effective therapy was not re-established due to low impedances. The patient underwent surgical intervention where the ipg was replaced with a new one.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section a4 - correction: the patient's weight is 190 pounds (lbs) correction: section d7 - the explant date should have been (B)(6)2022 rather than (B)(6)2022.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.